Event description:
It was reported by dealer that joystick for the m91 power chair jerks and gets stuck. Dealer advised may have gotten wet. Dealer advised put another joystick on chair and it works fine.